Event description:
Smiths medical international ltd, has been notified of an event of where the user alleges the pilot balloon became detached from the inflation line after in use ten days. The unit was pretested. No xylocaine spray was used. The pt is on a ventilator (still has the ability to breath spontaneously slightly) and unable to move his/her hands. The incident was found when the nurses tried to check the cuff pressure. No alarm had been beeped from the ventilator. No adverse outcome to pt.